Manufacturer narrative:
Date of event is estimate only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient recently slipped and fell, and because they had no body fat, they landed on their device and the area around it was swollen. They went to see their nurse at the healthcare professional (hcp) office who checked it out and put ice on it and everything was fine. Patient mentioned that the ins was towards its end of life and will be seeing the hcp about a replacement in july. During the call, patient also reported that when the ins was working, it would work really well because they dranked a lot of water being an athlete and could hold up to 4-500ml but lately its only been 300ml. Patient also mentioned in the autumn time, their program had seemed off so the nurse told them to switch to another program and do nothing for 2 weeks and then track for a couple of days. No further complications were reported.